Manufacturer narrative:
Concomitant medical products: (B)(6) 2018: duo microcatheter, headway 21 microcatheter, syncro guidewire, gdc 3d 3mm x 6mm framing coil, gdc 360 soft 3mm x 6mm coil, hydrocoil 2mm x 2cm, hydrosoft 3d. A search for non-conformance's associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. The device remains implanted and unavailable for return to the manufacturer for analysis; however, patient medical records have been received and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted. This study is ongoing and device / procedure relatedness determinations can be re-adjudicated by independent reviewers / physicians. The study device and study procedure relatedness can change as a result of these reviews. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report.

Event description:
It was reported for a patient enrolled in the lvis pas study: evolving thrombus. Presence of a filling defect within the stent consistent with an evolving thrombus, likely a platelet plug. The patient was admitted for elective diagnostic cerebral angiogram. The procedure went well without complication. It for was felt that the patient needed additional embolization with coils over the flow diverting stent and was admitted after dca for inpatient embolization. The patient underwent coil embolization of the residual right m1 aneurysm and recovered in the nccu overnight with frequent neuro checks. The patient remained on heparin overnight post operatively. Preoperative diagnosis: previous coil embolization of a right m1 mca aneurysm, with recent follow-up imaging showing presence of a small medial pocket of recanalization in the coil mass measuring approximately 3mm here for additional endovascular treatment with coiling and use of a stent for neck control. Postoperative diagnosis: same, status post coiling of the medial residual compartment with additional coils and lvis blue stenting of the right mca m1 segment at its neck necessitating intra-arterial infusion of lntegrilin for development of non-occlusive intraluminal filling. Index procedure: imaging revealed the optimal projection for coiling, and a microcatheter was advanced over two microwire to catheterize the medially located pocket of residual filling within the left middle cerebral artery aneurysm. With the microcatheter in this location, a series of coils were deployed, including a 3mm x 6mm framing coil which was deployed. An angiographic run was then obtained which confirmed good position. Accordingly, the coil was detached. Next, a framing coil was deployed. An angiographic run was then obtained which confirmed good position. Accordingly, the coil was detached. Next a 2mm x 2cm coil was deployed. An angiographic run was then obtained which confirmed good position. Accordingly, the coil was detached. A biplane whole head run was then performed, and a new roadmap used. The microcatheter was withdrawn and replaced with another microcatheter which was placed across the mca aneurysm neck. At this point, an lvis blue 3.5mm x 22mm was then advanced and deployed to cover the aneurysm neck. A biplane angiographic run was then obtained which confirmed good position. A repeat angiographic run repeated a few minutes later and examination of the nonsubtracted equivalent uncovered the presence of a filling defect within the stent consistent with an evolving thrombus, likely a platelet plug. At this point lntegrilin 2mg was infused intra-arterially through the guide catheter and two additional angiographic runs were performed over the ensuing 10 minutes to document slow disappearance of the sharp outline of the filling defect. 3-d rotational angiographic acquisitions with dyna cta imaging were performed of the right internal carotid artery following embolization. These 3-d acquisitions were then transferred, reconstructed, and concurrently analyzed on an independent computer workstation. The catheters were then withdrawn from the patient. Results: right common carotid artery: normal anatomy with no evidence of stenosis or dissection. The takeoff of the right common carotid artery is a little medial and could not be selected but showed no evidence of atherosclerotic disease right internal carotid artery and 3d rotational angiogram: the previously coil embolized right mid-m1 superiorly pointing aneurysm showed a focus of 3 mm in the medial aspect of the previous coil pack which showed filling and was best identified on the 3d rotational angiogram. This was treated as above with coiling and sequential lvis blue stenting across the neck. A filling defect was noted and treated using ia lntegrilin with interval resolution. Right external carotid artery: normal anatomy and no evidence of abnormal shunting or dural fistulization. Impression: presence of a small medial pocket of recanalization in the coil mass measuring pressing 3 mm which corresponds to what was identified on the mra cross-sectional imaging which was coiled using a series of coils followed in sequential fashion by an lvis blue stent, with post-stent development of a non-occlusive filling defect at the stent treated successfully with intra-arterial infusion of lntegrilin for development of non-occlusive intraluminal filling defect. Outcome: resolved without sequelae. One day post procedure, MRI of the head was performed without the administration of intravenous contrast, as per the standard departmental protocol. Impression: image quality degraded by patient motion. Status post interval right m1 flow-diverting stent placement and aneurysm coil embolization. Ln-stent stenosis cannot be assessed, although there is preserved distal runoff. Decreased size of t1 hyperintensity between the flow-diverting stent and coil pack at the base of the known aneurysm, may reflect residual flow versus hyperintense thrombus. Stable flair hyperintensity in the right anterior subinsular white matter surrounding the aneurysm, compatible with gliotic changes. Artifact versus tiny infarct in the left postcentral gyrus. Otherwise, no evidence of an acute infarct. There are interval expected changes from right m1 segment flow-diverting stent placement and coil embolization of aneurysm. There is a stent-related susceptibility artifact along the right m1 segment. Ln-stent stenosis cannot be excluded. There is preserved normal distal runoff beyond the stent, in the right m2 segments. At this time, there is trace residual t1 hyperintensity between the coil pack and the stent, measuring approximately 5 mm x 4 mm x 2 mm (ap by tv by si), which is decreased from the prior study and may reflect residual flow and/or t1 hyperintense thrombus formation. The internal carotid arteries are otherwise unremarkable. The anterior and left middle cerebral arteries are patent with normal flow related enhancement and branching pattern. There is a normal anterior communicating artery complex. There is a right dominant vertebral artery, a normal variant. The vertebral and basilar arteries otherwise demonstrate normal flow related enhancement without stenosis or occlusion. The posterior cerebral arteries demonstrate normal flow related enhancement and branching pattern. The posterior communicating arteries are visualized. There is no evidence of new stenosis, occlusion, or aneurysm, within the confines of the mra technique. There is no decreased diffusion to indicate an acute infarct the right cerebral hemisphere. Site reported: study procedure-related. Study device-related. Additional event reported: cheek numbness. Event description: three months post procedure, the patient reported 1-2 episodes of left cheek numbness since the last time she was here. Eleven months post procedure, patient reported experiencing tingling in the left side of face about once a week that lasts for 30-60 minutes and resolved spontaneously. Three and a half years post procedure, patient reported daily episodes of left sided face numbness. Site reported: study device-related, study procedure-related, medication related.

Manufacturer narrative:
Medical operative report review: a detailed medical review of operative report was performed. Medical review of data indicates that as reported in the lvis pas study, the patient was treated with embolization stent/coil procedure with an lvis blue 3.5 mm x 22 mm device on index procedure day. During the performance of the procedure, an lvis blue 3.5 mm x 22 mm was then advanced and deployed to cover the aneurysm neck. A biplane angiographic run was then obtained which confirmed good position of the device. A repeat angiographic run repeated a few minutes later and examination of the nonsubtracted equivalent uncovered the presence of a filling defect within the stent consistent with an evolving thrombus. Treatment with lntegrilin 2 mg was infused intra-arterially through the guide catheter and two additional angiographic runs were performed over the ensuing 10 minutes to document slow disappearance of the sharp outline of the filling defect. Medical review of data indicates that 3d rotational angiogram demonstrated that the treatment with coiling and sequential lvis blue stenting across the neck, the diagnosed non-occlusive filling defect at the stent was noted and treated successfully using ia lntegrilin 2mg with interval successful resolution. Based on the review of available data, the patient experienced an intraoperative filling defect within the stent consistent with an evolving thrombus which was successfully treated with lntegrilin 2mg. The relationship of the event to the lvis blue 3.5 mm x 22 mm device cannot be ruled out. No device malfunction was reported, and no device malfunction was reported as the cause of the event. Medical review of data does not provide the circumstance as to way the lvis stent was diagnosed intraoperatively with a non-occlusive filling defect. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU): potential adverse events the following potential risks and complications associated with general anesthesia, cerebral angiography, intracranial catheterization, intracranial stent placement or intra-saccular coil deployment have been identified below: ¿ allergic reaction, including but not limited to: contrast dye, nitinol metal, and any other medications used during the procedure; ¿ aphasia ¿ blindness; ¿ cardiac arrhythmia; ¿ coil prolapsed or migration into normal vessel adjacent to aneurysm ¿ complications of arterial puncture including pain, local bleeding, local infection and injury to the artery, vein or adjacent nerves; ¿ cranial neuropathy; ¿ death; ¿ device fracture, migration or misplacement; ¿ dissection or perforation of the parent artery; ¿ headache; ¿ hemorrhage (i.e., intracerebral hemorrhage (ich), subarchnoid hemorrhage (sah), or retroperitoneal (or in other locations)); ¿ hemiplegia; ¿ hydrocephalus; ¿ infection; ¿ injury to normal vessel or tissue; ¿ ischemia; ¿ mass effect; ¿ myocardial infarction; ¿ neurological deficits; ¿ occlusion of non-target side branches; ¿ pseudo aneurysm formation; ¿ reactions to anti-platelet/anti-coagulant agents; ¿ reactions due to radiation exposure; ¿ reactions to anesthesia and related procedures; ¿ reactions to contrast agents; ¿ renal failure; ¿ aneurysm rupture; ¿ stenosis of stented segment; ¿ seizure; ¿ stent thrombosis; ¿ stroke or tia (transient ischemic attack); ¿ thromboembolic event (t/e); ¿ vasospasm; ¿ visual impairment. Warnings should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and lvis device should be removed as a single unit. Applying excessive force during delivery or retrieval of the lvis device can potentially result in loss or damage to the device and delivery components. It is imperative to use the lvis device with compatible microcatheters. If repeated friction is encountered during lvis device delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile flush solution. Do not reposition the lvis device in the parent vessel without fully retrieving the device. The lvis device must be retrieved into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Precautions exercise caution when crossing the deployed/detached lvis device with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use 15. Advance the delivery wire to transfer the lvis device from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the lvis device. A torque device should not be used. 16. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during lvis device delivery or manipulation, withdraw the unit and select a new lvis device. 18. Position the lvis device for deployment by aligning the lvis implant distal radiopaque end markers approximately 7 mm past the aneurysm neck. Note: a proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, will facilitate properly deploying the lvis device to achieve full expansion and good vessel apposition. Note: slowly advancing the lvis device while adjusting the microcatheter position will ensure accurate deployment. Maintain simultaneous control of the lvis device and microcatheter in order to position and expand the device at the proper location. Caution: using a rapid microcatheter withdrawal technique to deploy the lvis device is not recommended and may result in device elongation. 19. If lvis device positioning is not satisfactory, the lvis device may be recaptured and repositioned if it is not fully deployed. The lvis device may be recaptured until the point where the proximal end of the lvis device markers is aligned 3 mm proximally with the microcatheter distal marker band (approximately 80% deployed). Caution: if resistance is felt while recapturing the lvis device, do not continue to recapture the device. Withdraw the microcatheter slightly to unsheath the lvis device (without exceeding the recapture limit), and then attempt to recapture the lvis device. Caution: the lvis device must not be re-deployed more than three times. Note: the lvis device delivery wire should not be utilized as a guidewire after stent deployment. Do not torque the lvis device. A torque device should not be used. 20. If lvis device positioning is satisfactory, carefully retract the microcatheter and advance the delivery wire together, to allow the lvis device to deploy across the neck of the aneurysm. Ensure the device proximal radiopaque end markers are approximately 7 mm proximal to the aneurysm neck to ensure an adequate landing zone. The lvis device will expand and total length may foreshorten up to 60% from its undeployed length (refer to tables 1) as it exits the microcatheter. Ensure microcatheter is retracted and clear from the proximal flared ends. Note: visualize and refer to the implant radiopaque end markers to maintain adequate implant length, approximately 7 mm on each side of the aneurysm neck or target location to ensure appropriate neck coverage. Warning: do not detach the lvis device if it is not properly positioned in the parent vessel. Observe the delivery wire distal tip to assure it remains within the desired location of the parent vessel. 21. Prior to removing the delivery wire and if necessary, carefully position the microcatheter distal to the lvis device to maintain access through the lvis device. Remove and discard the delivery wire. Warning: the lvis device delivery wire should not be utilized as a guidewire. Do not torque the lvis device. A torque device should not be used. Investigation conclusion: a medical review of the provided medical data was performed. Based on the review of the provided data, an angiographic run revealed the presence of a filling defect within the stent consistent with an evolving thrombus, which was successfully treated with integrilin 2mg. Based on the review of available data, the relationship of the event to the lvis stent cannot be ruled out; however, no device malfunction was reported, and no device malfunction was reported as the cause of the event. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. This study is ongoing and device / procedure relatedness determinations can be re-adjudicated by independent reviewers / physicians. The study device and study procedure relatedness can change as a result of these reviews. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report.

Event description:
Please see section h11 for investigation results.